Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was pt representative reported the current intensity was more powerful and it gets to the point that the patient is in pain. Caller said the issue started a month ago. Caller asked on how to lower down the intensity. Agent walked the caller through on how to decrease the intensity. Caller said the charge level was 70% for the controller,100% for the ins and current intensity was at 6.8. Agent told the caller to adjust or lower the intensity to the point that therapy still manage the pain. Agent advised the caller to monitor and if the patient was still having pain they need to see their hcp to set up an appointment with rep to further address the issue.